Event description:
It was reported, via medwatch, that the patient with this neurostimulator (ins) stated they had this device in the past and it did not work. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2). There was no patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201, serial number: unknown, batch/lot number: unknown, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Medwatch: mw5188549.